Manufacturer narrative:
Device not returned for evaluation.

Event description:
The blood bag used with the cbc had a leak and could not be used for reinfusion. As a result, the pt's pre-donated blood was transfused.